Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes anspach. Report received indicates the reporters complaint of intermittent operation was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.

Event description:
Facility reported regarding 532.002 (small battery drive casing for 12v battery), which has intermittent operation. Facility later confirmed that the reported event happened during initial surgery. There was about 14 to 30 minutes delay in the procedure. Spare device was available to complete the procedure. Procedure was completed successfully without any medical intervention required. No harm to the patient. No surgical revision required.this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.